Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose result was 450 mg/dl and she injected insulin via pen. The patient's blood glucose level did not decrease, so she went to the hospital. The blood glucose result was 600 mg/dl at the hospital. The type of treatment given to the patient was not provided. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2019. The infusion device was requested to be returned for product evaluation.